Event description:
The customer reported a button error alarm that he couldn't clear. The customer stated that no button was pressed for more than three minutes. Advised the customer that the insulin pump would be replaced. The customer stated that he had no way of treating his blood glucose, and would be going to the emergency room. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. No button error alarm was noted. The unit had a missing end cap sticker and scratched display window.